Manufacturer narrative:
Continuation of d10: product ID# 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Product type: lead. Product ID# 977a260. Serial# (B)(6). Implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260. Serial/lot #: (B)(6). Ubd: 26-mar-2025. UDI#: (B)(4); product ID: 977a260. Serial/lot #: (B)(6). Ubd: 14-oct-2025. UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a loss of stimulation, therapy, and lead migrated. Rep reported they went in for a patient meeting upon speaking with patient. She stated that she lost her right sided therapy and also right sided paresthesia that she felt before. Patient not exactly sure when this change was but before the scenes happen, she was getting good pain relief on the right side upon mapping up and down the leaves left side paresthesia was felt up and down the lead on the 0 to 7lead. On the 8 to 15 lead patient was not feeling paresthesia at very high amplitude. Connectivity and impedance checks were done and all looks good. Xray was taken and shows lead migration both leaves off to the left side of the spinous process. One lead has moved south as well. Patient states no falls or accidents have happened since the prior revision. Made a couple of changes on amplitude for group a and added a program for b and a program for c after mapping did not want to change what works best for her left leg. Hcp will be seeing this patient for a follow up and would like us to be there to discuss possible revisions with her lead to capture right side.